Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported experiencing "clicking" sound in the head. Consequently, the device was reprogrammed and symptoms were relieved. Two months thereafter, the patient reported feeling "horrible" again: no energy and sleeping more often. The device was reprogrammed again, and the patient reported feeling better. The device remains in use.